Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit had missing reservoir retainer and o-ring. Unable to perform displacement test and occlusion test due to missing reservoir retainer. Unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 18.6 mmol/l at the time of the incident and was treated with multiple dose injection. The customer informed that they had continuous issues with the insulin flow block alarms. The other blood glucose levels were ranging from 21 mmol/l to 25 mmol/l in the mornings over the last 2-3 weeks. The customer informed that the insulin pump system was not been in use within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer stated that they had changed to unexpired product; as customer thought this was original issue, but the issue did not resolve. The device will be returned for analysis.